Event description:
It was reported that a nurse was programming a pca (patient controlled analgesia) module with a 30 ml syringe containing morphine. Nurse stated that there was 30 ml in the syringe (syringe brand: monoject), the set was primed with syringe with exactly 2.7 ml. When continuing to program, the nurse noted that the volume in the syringe was 28.9 ml where she expected it to show as 27.3 ml. It was then reported by the nurse educator that the clinician selected the incorrect syringe from the list on the pcu screen. The issue was corrected when the clinician returned to the pump and selected the correct syringe. A similar issue previously occurred when a 30ml terumo syringe was used. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter facility name: (B)(6) department of veterans affairs health care center. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that a nurse was programming a pca (patient controlled analgesia) module with a 30 ml syringe containing morphine. Nurse stated that there was 30 ml in the syringe (syringe brand: monoject), the set was primed with syringe with exactly 2.7 ml. When continuing to program, the nurse noted that the volume in the syringe was 28.9 ml where she expected it to show as 27.3 ml. It was then reported by the nurse educator that the clinician selected the incorrect syringe from the list on the pcu screen. The issue was corrected when the clinician returned to the pump and selected the correct syringe. A similar issue previously occurred when a 30ml terumo syringe was used. There was patient involvement but no harm.